Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the pump's recording of bolus deliveries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: the bolus history showed a delivery of 0.00u of a programmed 8.90u bolus on (B)(6) 2016 at 19:39. The black box showed that the bolus was cancelled due to an alarm that indicated the remaining insulin in the cartridge was too low. The pump successfully performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. The bolus history was found to be recording properly. No hypersensitive keys were observed on the keypad.